Event description:
It was reported that the device's display had a white screen and the service led was on. This occurred 4 times. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that the unit would not operate on battery power. The system and the user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly; however, the reported failure was not verified, nor duplicated. Further root cause was not determined. Per repair instructions, the user interface pcb assembly was automatically replaced at the same time as the system pcb assembly and there was no failure of this assembly.